Event description:
It was reported that there was a motor stall with no recovery and a subsequent pump replacement procedure. The cause of the motor stall was not determined and never recovered prior to replacement. The patient experienced flu-like symptoms of vomiting, pain and sweating ¿all over¿. The pump was used to deliver fentanyl and clonidine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed multiple motor stalls and recoveries noted in the logs. The pump was received with a hard motor stalled that never recovered. During analysis significant residue and shaft wear was noted on the upper shaft of gear 2. There was also some residue on the jewel where the upper shaft of gear 2 inserted into the top bridge assembly. In conclusion there was pump motor and gear train anomalies of corrosion and/or wear and/or lubrication in which the stall was due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.